Manufacturer narrative:
Final analysis found an external abrasion which breached the outer insulation and exposed the outer coil at 11.2 cm to 11.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. This damage contributed to the reported noise and oversensing anomalies.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net . The transmission revealed that the right ventricular lead exhibited noise and multiple auto mode switch episodes. Review of the transmission revealed far-r wave oversensing which caused inappropriate ams. On (B)(6) 2017 the dependent patient was experiencing inhibition of pacing due to the right ventricular lead noise. The lead was explanted and replaced successfully. The patient was in stable post surgery.